Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the instrument broke during surgery. Surgery was prolonged about 15 minutes. It was stated that a new set was opened and looked as if this instrument was intact. They pulled on the blue hand piece and this one also broke. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: a manufacturing evaluation was performed. The welding seam is broken and the blue grip of the impactor is still connected with the shaft. The welding between the handle and the inner shaft is broken. The review of the production history revealed that this instrument was manufactured in april 2013 according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. Based on the type and extent of damage incurred, it appears that heavy strokes on the impactor caused the breakage of the welding seam. The current technical guide recommends inserting the proximal femoral nail ¿ antirotation blade by applying only gentle blows with the hammer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.